Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's spouse reported that customer passed away on (B)(6) 2014 from a brain aneurysm. Customer's blood glucose was unknown at the time of passing. Customer's spouse stated that customer did not immediately die from the brain aneurysm. He was admitted to the hospital on (B)(6) 2014 and the insulin pump was disconnected. Customer passed away on (B)(6) 2014 while on life support. The insulin pump is being returned for analysis. Nothing further reported.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The information is provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).